Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power, even after the batteries were changed. The monitor was replaced. No patient complications have been reported as a result of this event.